Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that onetouch ultra meter had a "test strip port issue". The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began three days ago in the evening (about dinner time) prior to contacting lfs. During that time, there was a "test strip port issue" and "test strip port was blocked." After the reported issue, on an unk day in the middle of the night, the pt reportedly experienced symptoms of "shakiness and sweatiness". It is not known whether the pt obtained any readings on the subject meter during the issue and while experiencing symptoms. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. The pt's prods were replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.